Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and there was a delay in scanning. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not booting up. Analysis of the system log file showed that the connection time was greater than 106 seconds on multiple random occasions. The fse replaced the flexvision pc. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the the cause of the flexvision pc failing was ram/memory. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision computer failed to boot, after a reboot. No harm was reported to philips. Philips has started an investigation of this complaint.